Event description:
Peek implant of height 10mm migrated as noticed in an x-ray in 2 week post-op follow up visit. Surgeon performed a revision surgery to replace the 10mm implant with an 11mm implant as a better fit.